Manufacturer narrative:
Catheter: model: 8709sc, lot #: n177789001, implanted: (B)(6) 09, explanted: unk.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. It was later reported that patient had a new healthcare provider (hcp) who confirmed that the pump was not functioning anymore via a rotor check. Current hcp was trying to find a surgeon to replace the pump; it was noted that the pump was previously stopped the never turned back on. Drugs delivered via the device were morphine, dilaudid and prialt.

Event description:
Additional information: it was later reported that the cause of the event was MRI that was done on (B)(6) 2011 and showed lumbar vertebral fracture. The stall did not recover. A catheter dye study done on (B)(6) 2011 and (B)(6) 2011, showed intact tubing. A rotor study was performed on (B)(6) 2011 and showed no movement of rotor. The pump was replaced. Patient had experienced increased pain. Following replacement patient recovered without sequel.